Manufacturer narrative:
H3: the echelon10 catheter was returned for evaluation. The total and usable lengths of the catheter were measured to be within specifications. The catheter body appeared to be punctured at the proximal end of the marker band. In addition, the catheter body also found to be kinked at 52.0cm and 76.0cm from the hub. The catheter was found intact. No separation was found with the returned catheter. No flash or voids molded were observed in the hub. The echelon catheter appeared to be compatible for use with the synchro 14 (od: 0.014") guidewire as it has a labeled inner diameter diameter (ID) of 0.017¿. Based on the analysis findings, the echelon 10 catheter was confirmed to have "catheter separation/break" issue as the catheter was found to be punctured at the proximal end of the marker band. In addition, the catheter body was found to be kinked at several locations. However, the root cause and cause for damages could not be determined. The customer reported that the catheter tip was shaped during preparation. However, the heat source that was used during shaping was not reported. Since the guidewire was not returned; any contribution of the guidewire to the reported issue could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician had shaped the catheter tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that during preparation per instructions for use (IFU), when preparing the micro guide wire to pass through the tip of the echelon microcatheter, the distal tip was found to be damaged and noted to be broken or separated. There was no damage or evident of tampering to the device package. As the event was observed during preparation, there was no effect to the patient. Ancillary device: stryker synchro14 guidewire